Event description:
During the evaluation of a returned colleague infusion pump, an intermittently functional stop button was discovered on the pump head module keypad. No patient injury or medical intervention was associated with this event. No additional information is available.

Manufacturer narrative:
Evaluation summary: during the evaluation of a returned colleague infusion pump, an intermittently functional stop key was discovered on the pump head module (phm) keypad. Although no root cause was determined, the phm keypad was replaced to resolve this condition. The device was tested and returned to the customer within specification. Review of the complaint handling system reveals similar reports have been received for this product for the reported issue. The issue is currently being investigated.